Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. The physician explanted and replaced the ICD. The patient condition was stable.